Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1005, indicating an open circuit condition was detected during shock delivery due to high shock impedances. Data was sent to boston scientific technical services (ts) for their review. At this time, the device remains in service. No adverse patient effects were reported. Additional information was requested to sales representative. Additional information confirmed that the patient is planning to go back to (B)(6), where his device was originally implanted. No further intervention has been planned so far.